Event description:
The pt experienced vessel dissection of the left main artery. The pt was taken urgently to the cardiac cath lab with unstable angina, where angiography revealed three-vessel disease. The de novo, native, heavily calcified proximal left anterior descending (lad) artery was pre-dilated. There was some difficulty advancing the stent through the proximal portion of the lad. There was 90% diameter stenosis. A 2.5 x 23 mm cypher stent revealed acute closure of the left main artery. A 3.0 x 18mm cypher stent was deployed in the de-novo, native, totally occluded left main artery, which restored normal flow. There was no visible residual dissection or staining noted. The procedure was completed successfully. The pt is currently "alive and well."